Manufacturer narrative:
A review of the certificate of analysis (coa) for hemosil synthasil, lot n0350874, confirmed the reagent met all specifications with no abnormalities. Package inserts for hemosil normal control 1 (lot n0259871) and abnormal control 3 (lot n0159179) specify acceptance ranges of 24.0-32.0 seconds and 46.4-62.8 seconds, respectively. Instrument backup from acl top 350 cts confirmed use of werfen-locked test and material definitions. On (B)(6) 2026, at 12:15, qc showed results below the package insert acceptance range (normal control 1: 19.7 seconds; abnormal control 3: 31.8 seconds). Subsequent qc runs at 13:46 and 14:48 were within range. Patient samples showed variable results, including abnormal s-shaped curves suggestive of reagent pre-activation or contamination of the aptt-ss reagent. No errors or warnings were observed in the general log that could have contributed to the erroneous results. Following replacement of the reagent vial set, repeat testing produced higher results. Service history review identified no prior related issues. Field service found no instrument malfunction. General log review showed pt reagent replacement earlier that day, and the timing suggests possible reagent splash during loading may have contaminated the synthasil reagent. Preventive measures included recommending separation of reagents across racks. The root cause could not be definitively determined; however, findings suggest a high likelihood of contamination affecting the aptt-ss reagents. Improper handling or storage may have contributed to the issue. No adverse patient impact has been reported. Based on this assessment, no further remedial actions are required. This incident will be monitored through trending analysis.

Event description:
On (B)(6) 2026, the customer reported erroneously low aptt results during testing when using hemosil synthasil (lot n0350874), hemosil normal control 1 (lot n0259871), and hemosil abnormal control 3 (lot n0159179) on acl top 350 cts (sn (B)(6). The issue was discovered when sample results ran lower than expected and the user performed quality control (qc) testing; both qc levels significantly dropped. After replacing the reagent, qc results returned within acceptable range. Patient samples were then re-tested, and corrected reports were issued for multiple patient samples. Service was dispatched to verify instrument performance, which passed. Seven erroneously low aptt results were reported outside the laboratory; three of these erroneous results led to heparin administration in three patients. There is no known adverse patient impact associated with this event.